Manufacturer narrative:
10/29/2025 - it appears the adverse event was due to consumer misuse. We have reached out to the consumer and the consumer is expected to return the device to the manufacturer for an investigation.

Event description:
10/15/2025 - the consumer claims the have used the device for about 45min. The consumer placed the device in a pillow case thinking it will give extra protection and as a result received a burn on her back. The consumer received medical attention. The consumer has been notified and we are expecting the device be returned for an investigation